Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer's current blood glucose value was 74 mg/dl. Customer was treated with bolus. Customer received a change sensor alert after a calibration not accepted. Troubleshooting was performed. Customer states that the ten years ago he had diabetic ketoacidosis incident and was carted to hospital. The product was returned for analysis,